Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (cloudy) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a display issue.

Manufacturer narrative:
The lens film was completely peeled off and the film tape-glue was covering approximately one half of the display lens. The display was dim and discolored. Unrelated to the original complaint, the battery compartment was noted to be cracked. In addition, the bolus button cover was torn exposing the slug contact; however, the bolus button was responsive during testing.